Event description:
The customer reported the system displayed an error message and powered down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f5 fuse on the power signal interface board was replaced. The system was then found to be operating as intended.